Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 321 mg/dl. The customer was uncertain of the suspected cause and delivered a bolus. A system check was performed with tandem technical support and no issues were identified with the pump or supplies, however the customer declined to remove the site. Reportedly, the customer would continue to monitor their bg levels and would change all supplies.